Manufacturer narrative:
Unknown if service will be requested. No evaluation made. If additional information becomes available we will update.

Event description:
It was reported that the system camera is grainy and too dark. No patient injury was reported.